Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing low blood glucose, while he was out in the yard working. He stated he fell and hit his head and ended up in the hospital. Customer's blood glucose was 20 mg/dl. Emergency medical technicians stabilized the customer's blood glucose before he was transported to the hospital. Customer stated there may have been issues with the insulin pump settings. Customer believed the cause of low blood glucose was over delivering insulin during a bolus. Troubleshooting was declined and it was stated the nurse had the insulin pump tested and settings were adjusted. The customer further stated the nurse had set the settings a little high and he saw her right after the accident.